Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast reconstruction with two 375cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 630cc mentor memorygel breast implant prostheses (catalog #: smpx630, left serial #:(B)(4), right serial #: (B)(4)) on (B)(6) 2018. The implantation date was estimated as (B)(6) 2015 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Investigation summary: this report contains supplemental information for mentor psr reference number (B)(4). Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered creases on both aspects of the device. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a (B)(4), which is defined as: necessitates intrusive medical or surgical intervention. Mentor product analysis lab discovered creases on both aspects of the device. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Since mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).